Event description:
It was reported that there was a coupling problem. Since implant the recharger had never had good coupling with the implantable neurostimulator (ins). The patient stated that it took ¿four to five hours¿ to recharge and the recharger only charged the ins to half battery, no more. The patient stated that diagnostics were run on the ins and came back fine. The patient wanted to rule out the recharger before having the ins surgically removed. Four days later it was reported that the health care provider (hcp) was moving the patient¿s ins closer to her pump. Four days later it was reported that the patient did not experience any symptoms. The patient was receiving effective therapy.

Event description:
Additional information received reported that the implantable neurostimulator (ins) battery had not been advancing over 50% since it had been repositioned on (B)(6) 2013 due to poor location. It was noted that the clinician programmer indicated that the charging sessions had only lasted one hour, however the patient stated that she had been charging for ¿at least two hours.¿ the patient reported charging more than expected. It was found that the patient¿s average charging time was 50-90 minutes, the ins battery level was approximately 25% full and there were 2-4 coupling bars on average. It was noted that eight coupling bars were achieved at the clinic on the day of this report. One week later, it was reported that the ins had been moved to the abdomen and the patient was able to get eight coupling bars and was recharging as specified in the instruction manual.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID 37754 lot# serial# (B)(4); product type recharger product ID 37746 lot# serial# (B)(4); product type programmer, patient product ID 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3708340 lot# serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3998 lot# la6442, implanted: 2002 (B)(6); product type lead. (B)(4).